Event description:
After initially reporting one patient with glistenings noted following intraocular lens (iol) implant surgery, a surgeon then reported nine more patients. For this patient, the surgeon reported a refractive change to more minus in one years. The surgeon noted three plus granular deposits in this lens. Additional information has been requested. There are twelve medical device reports associated with this event. This report is for the ninth patient. The first patient was reported under manufacturer report# 1119421-2011-01438.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account to properly complete an investigation. Attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).